Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for low or no draw with the incident lot was observed. Draw/fill testing was performed on the customer samples and it was observed that samples exhibited a mixture of either no draw (no vacuum) or low draw (partial vacuum). Additionally, retention samples of the incident lot number were selected from bd inventory for testing and upon completion, no issues regarding draw volume was observed as all retain samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for no or low draw volume with the incident lot was observed. Additionally, testing of the retain samples was conducted and no issues pertaining to draw volume was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2% of the bd vacutainer® plus plastic sst tube had no blood draw, and about 15% of the tubes had a low draw. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
From: medical device catalog #: 367983. To: medical device catalog #: 367986.